Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient mentioned they were looking to get a diagnostic of their implant and they haven't been able to get more than a day's worth of battery life out of the battery so they are having to charge the implant every day. Patient stated they have been having issues with their implant battery. Patient stated they required pocket revision surgery due to [unrelated] weight loss. Patient then stated that after that [surgery due to unrelated weight loss] they had issues with the battery and they no longer had battery life so they were trying to get a diagnostic with the manufacturer. Agent asked patient if they were referring to the battery of the implant and patient confirmed. Patient noted their implant battery life would last 2 to 2.5 days. Patient noted now they have to sit in some weird positions and if they move they will lose it (agent understood as an implant charge session.). Agent sent email to notify reps to reach out to the patient.

Event description:
Patient programming was a high energy use with high intensity. Patient¿s normal use of battery caused it to deplete of energy in an expected manner. Implant acting normally when programming taken into account. Patient reprogrammed with a programming that does not require as much energy usage. It was reported to have started on (B)(6) 2023. Rep has a meeting with patient on (B)(6) 2025. Changed patient¿s programming too and low energy use traditional style programming. Estimated recharge every 19 days. Physician updated. Issue is resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.